Event description:
For the second time in a 2 day period, during administration of sc heparin, the needle of a vanishpoint syringe retracted into the tube resulting in only about 50% of the dose being injected. The first such event occurred a few days earlier. After the 2nd event - all syringe of the same lot number were pulled and discarded. A hospital wide recall was alerted and informed other hospitals in the system of the issue, and I am told that the hospital notified the manufacturer. Manufacturer response for retractable sc syringe, 3ml 25g x 5/8" vanishpoint syringe (per site reporter). There has not been a response as of today.